Event description:
Caller reported that the pump screen was dark and wouldn¿t turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Technical support instructed the caller to check the pump's connection and firmly press the button, but the screen did not respond until it was plugged into a power source. Once connected, the pump displayed a welcome message and was identified to have shut down due to a lack of charging.